Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had air or water leakage from the channel. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: residual liquid or foreign material came out of channel tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: full establishment name: (B)(6) medical center. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to insufficient cleaning. Additional evaluation findings: water tightness was lost due to a pinhole on channel tube and balloon water tube; the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire; adhesive on bending section cover had a crack; and ultrasonic transducer had corrosion. The customer did not clean, disinfect and sterilize the device prior to sending to olympus for repair. Based on the results of the investigation, due to a leak failure caused by the channel pinhole, the customer returned the device to olympus without completing reprocessing. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 6 application and conditions of cleaning, disinfection, and sterilization. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.